Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient went to emergency room (ER) and eventually shifted to intensive care unit (ICU) due to hyperglycemia on (B)(6) 2026. The blood glucose level was 468 mg/dl and the patient was treated with intravenous (IV) fluids of saline and patient performs correction bolus via pump. Patient found positive for ketones and levels was high. Patient released from the hospital on (B)(6) 2026. Patient used supplies for three to five days. No further information available.